Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that there was no patient involvement. .

Manufacturer narrative:
The device was returned for evaluation. The device was tested and found to give a "system failure" error after power on. The main board was replaced to address the issue. The cause of the faulty component was not established.

Event description:
It was reported the device gave a "system failure" alarm. No adverse effects reported. System failure d2a offset.